Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was low. Physician capped the rv lead and replaced it on (B)(6) 2022. The patient was in stable condition.